Manufacturer narrative:
Examination of the balloon found the balloon latex had been torn off between the proximal and distal windings. Latex was visible under both winding areas. The latex between the windings was not returned with the catheter. There was no damage to the windings or the catheter body. As stated in the product IFU, the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). Though we have confirmed product damage exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the catheter was pre-tested and worked fine. However, once in the patient before they could even pull back the balloon ruptured. They used a new catheter and it worked fine. There were no patient complications.